Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed non-physiological noise resulting in an inappropriate shock while the patient was sleeping. The noise could be reproduced with pocket manipulation and isometrics. An electrode fracture was suspected but could not be confirmed via imaging due to poor image quality. The physician then suspected an issue with the device-to-electrode connection. Intervention is desired however due to covid-19 and the patient's multiple comorbidities for which general anesthesia is contraindicated, nothing has been scheduled. New information received indicates that the system was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned intact and not severed. Visual inspection confirmed one set of set screw marks on the proximal connector and sense a contact pin in the correct locations refuting a connection issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed non-physiological noise resulting in an inappropriate shock while the patient was sleeping. The noise could be reproduced with pocket manipulation and isometrics. An electrode fracture was suspected but could not be confirmed via imaging due to poor image quality. The physician then suspected an issue with the device-to-electrode connection. Intervention is desired however due to covid-19 and the patient's multiple comorbidities for which general anesthesia is contraindicated, nothing has been scheduled. New information received indicates that the system was explanted.